Event description:
It was reported that the patient presented for a routine generator change. It was noted that the right ventricle (rv) lead exhibited low pacing impedance and unable to capture. Insulation damage was also observed. The rv lead was capped and replaced on (B)(6) 2024. The patient was stable.